Event description:
The report co received from the field indicated that the target site was the art. Cerebri anterior aneurysm after the guiding catheter was placed below the aneurysm, the microcatheter was placed in the aneurysm without any problems over the guidewire. One orbit coil 6x15mm was advanced into the aneurysm without problems, but the physician found that it was too small and retrieved the coil out of the system without problems. Subsequently, an orbit coil 7x21mm was placed and created a nice basket in the aneurysm. The physician then took, again, the orbit coil 6x15mm, prepared it again as recommended and advance it into the aneurysm. After advancing 9 mm of the coil, the physician encountered resistance and decided to withdrawn the product. However, the coil would not move anymore. The physician could neither push nor retrieve the coil. Physician then decided to retrieve the microcatheter and the coil system out of the pt, losing target site position.